Event description:
It was reported that during a hemodialysis treatment in a nursing home, the nurse noticed that the venous line had separated from the pt's catheter. There was no machine alarm. It was reported that the transducer protector was wet with blood which could have resulted in inaccurate venous pressure reading. The estimated blood loss was one liter. The pt was admitted to the hosp and later expired. The physician believed that the blood loss contributed to the death, but was not the primary cause.